Event description:
A renegade catheter was used for therapueutic purposes. During the procedure, a nester coil got stuck in the catheter. The catheter was pulled outside the patient and the coil was flushed out. The procedure was completed with another device.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.